Event description:
It was reported that the patient presented in the hospital with a system extraction due to infection. The system was extracted with no complications. The patient's condition was stable post procedure.

Manufacturer narrative:
(B)(4).